Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse event of fluid retention, characterized by dyspnea. It is well established fluid retention and/or fluid overload is a common complication for patients on pd therapy. The cause of the patient¿s fluid retention can be directly attributed to the not changing body position during the drain cycle during ccpd therapy. It is well-known increased intra-abdominal pressure, and the associated symptoms can be affected by body position which typically require a change in pd prescription. Therefore, the liberty select cycler can be excluded as a source of this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius technical services that they were hospitalized and experienced shortness of breath. There was an inferred allegation this adverse event was related to the performance of the liberty select cycler in the initial reporting. Upon follow up with the patient¿s pd registered nurse (pdrn), it was reported this patient was hospitalized on (B)(6) 2021 for shortness of breath caused by fluid retention due to incomplete drains during ccpd therapy. The patient was required to change body position to completely drain and would frequently have incomplete drains in the last fill. The patient would not move their body resulting in a significant amount of fluid retention over time. Additionally, it was found by the patient¿s pdrn there was a cumulative retention of fluid over the course of five days ((B)(6) 2021 to (B)(6) 2021) prior to the hospitalization. It was affirmed dialysate fluid did not enter the patient¿s lungs; however, the patient did have fluid retention that caused pressure in extrapulmonary spaces that directly attributed to the patient¿s dyspnea. The patient did not have pd catheter (not a fresenius product) complications and the fluid retention was directly attributed to body position during drains. The patient was able to undergo a ccpd treatment on a hospital provided cycler (unknown brand and model) during the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2021. It was confirmed the patient¿s fluid retention, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient has been educated to move body position to complete last fill drains as they continue ccpd therapy on a newly received cycler at home post-discharge. The old cycler was scheduled to be returned to the manufacturer.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius technical services that they were hospitalized and experienced shortness of breath. There was an inferred allegation this adverse event was related to the performance of the liberty select cycler in the initial reporting. Upon follow up with the patient¿s pd registered nurse (pdrn), it was reported this patient was hospitalized on (B)(6) 2021 for shortness of breath caused by fluid retention due to incomplete drains during ccpd therapy. The patient was required to change body position to completely drain and would frequently have incomplete drains in the last fill. The patient would not move their body resulting in a significant amount of fluid retention over time. Additionally, it was found by the patient¿s pdrn there was a cumulative retention of fluid over the course of five days (on (B)(6) 2021) prior to the hospitalization. It was affirmed dialysate fluid did not enter the patient¿s lungs; however, the patient did have fluid retention that caused pressure in extrapulmonary spaces that directly attributed to the patient¿s dyspnea. The patient did not have pd catheter (not a fresenius product) complications and the fluid retention was directly attributed to body position during drains. The patient was able to undergo a ccpd treatment on a hospital provided cycler (unknown brand and model) during the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2021. It was confirmed the patient¿s fluid retention, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient has been educated to move body position to complete last fill drains as they continue ccpd therapy on a newly received cycler at home post-discharge. The old cycler was scheduled to be returned to the manufacturer.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment on the pump door and on the top cover, however, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An (as-received) 4500 ml cycle-based tidal simulated treatment was performed on the cycler and completed without failures. The cycler weighed fill and drain volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a patient pressure sensor calibration test, a system air leak test, a valve actuation test, and a mushroom head check. An internal visual inspection identified evidence of dried fluid on the bottom cover under the pump and behind the front panel. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.